Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door was intermittently showing not closed. A faulty door switch was replaced. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi71000166. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the door on this system will read door open when it should be closed. They will tap on the door and the issue will resolve but it is becoming more frequent. There was no patient present when this issue occurred.